Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide after a percutaneous transluminal angioplasty procedure using a 6f sheath. Reportedly, all deployed well. When the physician completed the fourth step, closing the footplate, the distal sheath of the proglide broke with a portion remaining in the patient's anatomy. Forceps were used unsuccessfully to remove the sheath. Surgery was used to remove the separated sheath. Hemostasis was achieved with surgical suturing. There was a clinically significant delay in the procedure and prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported guide separation was confirmed. Device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.